Event description:
It was reported that the patient's drg leads had migrated resulting in ineffective therapy. As a result, surgical intervention took place on (B)(6) 2025, wherein patient's entire drg system was explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.